Manufacturer narrative:
Based on the claim against the product by the customer noting conductor wire insulation peeled off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a kinked conductor wire. The insulation does not exhibit thermal damage. The insulation was lifted; however, no insulation was missing. The conductor wire was exposed with several damaged wires. The instrument passed the electrical continuity test. The root cause of the kinked conductor wire was typically attributed to mishandling or misuse, commonly caused by collision with another instrument or sharp object. Additional observations, which were not reported by site were also identified: visual inspection found a large abrasion in the yaw pulley near the location of the damaged conductor wire. There was also a small, melted spot on the yaw pulley observed close to the conductor wire. There was no additional thermal damage found anywhere at the distal end or on the conductor or insulation. The thermal damage was unrelated to the conductor wire on the instrument. The root cause for the scratch/abrasions on the bipolar yaw pulley is typically caused by the mishandling/ misuse, commonly caused by collision with another instrument or sharp object. This complaint is reportable malfunction event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument conductor wire's "resin" was peeled off. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged conductor wire of the maryland bipolar forceps instrument was identified prior to reprocessing. When the instrument was used in the last procedure, the instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or tool during the procedure. There was no arcing and no fragment fell inside the patient¿s anatomy. There was no patient injury. The procedure was completed robotically with the same instrument. After the completion of the last procedure, the instrument was not inspected.